Event description:
As described by distributors report "surgeon was attempting to fill in a cranial defect. The tubes were cut outside of the sterile field and were transferred into the sterile field. The pt developed an infection post-operatively. Post-op, the surgeon performed a re-operation to remove the crs which had crumbled and to clean up the wound. The pt was fine."